Event description:
The pt was placed on the ventilator 8-9-96 and the event occurred 8-12-96 at around 10:00 a.m. When the rt was at the bedside suctioning the pt with a closed catheter suction system, the therapist noticed that the pt and ventilator were breathing out of sync. They set the sensitivity at 2 cmh20 to 5 cm h20 and the ventilator rate stayed the same. The settings on the ventilator at the time of the event were ac, set rate 13, trigger rate 18,50% oxygen, peep +10 cmh20, vt set at 850 cc, and vt exhaled 944 cc. The pt's diagnosis was respiratory failure and cardiomyopathy. The pt had expired on another ventilator four or five days after this event.